Event description:
It was reported that upon opening the package, the zipwire guidewire was sticky and the coating was flaking off the wire. No other information is available about this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We are not able to perform a shop floor paperwork review as the lot number is unknown. Should further relevant information become available; a supplemental medwatch report will be filed.